Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's (B)(6) lead had migrated. The pt reported experiencing uncomfortable stimulation around the waist. Diagnostic testing identified impedance issues. The lead was subsequently explanted and replaced which resolved the reported issue. Add'l details and device info have been requested; however, no further info was available at the time of this report.